Manufacturer narrative:
A broken knee scorpion jaw at the proximal end is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. The mating part (needle) was not returned along with the complaint device. Remaining distal end of the jaw, was also not included or sent along with medical device record device. Confirmed the knee scorpion jaw heat treat reading to be within hardness specification.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal root repair procedure, the top ¿jaw¿ of the scorpion broke completely off inside the patient¿s knee. The jaw was removed from the joint and the case was completed. Additional information requested. Additional information provided 8/8/2019: the jaw broke off while trying pass the first of two 0-fiberlinks, after multiple failure passes, that would become the sutures that anchor the root of the meniscus in place on the tibia. The broken piece was retrieved by making another incision in posterior-medical side of the knee, and grabbing the piece with a king fisher grasper while holding the piece in place with a spinal needle. Another surgeon had to be called into the room for assistance.